Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The ra lead was removed and replaced and on visual inspection it was noted that the lead exhibited an insulation breach. No patient complications have been reported as a result of this event.